Manufacturer narrative:
There is no allegation against device functionality and due to this, analysis is not required. The system was explanted due to patient infection.

Event description:
Boston scientific received information that the device system and leads were explanted due to a patient infection. During the procedure, a new right ventricular (rv) lead was implanted in the pacer dependent patient and connected to the chronic device outside the patient's body until a new system would be implanted the following week. No further complications were observed.